Event description:
The information received from the affiliate states that this female patient was presented to the interventional lab with lower extremity edema and had a trapease vena cava filter placed on august 19th, 2003. The patient was placed on urokinase post-procedure form august 19, 2003 to august 22, 2003. There was no reported patient injury. In 2004 the patient returned to the hospital for a follow-up visit. An x-ray was taken and showed that the filter had fractured. There was no indication of trauma to the vessel due to the filter fracture. The patient was not treated in any way for the filter fracture. The patient is in stable condition.